Event description:
It was reported by the customer that the pyxis medstation es system had tower door failure. The customer reported that the malfunction occurred when the user was trying to issue the medication and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a latch microswitch issue. A field service associate found no failures at the station, cleaned the microswitches and crimped spade connectors for all the latches. The system functioned as intended after the field service associate troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.